Event description:
Pt was treated in 06/2003 for a mid-lower face treatment. Pt developed hyperpigmentation on both cheeks about 1.5 weeks post treatment. Thermage was notified of event in 08/2003. 02/2004 at most recent follow-up hyperpigmentation has completely resolved on the right cheek. The left check has improved but has not completely resolved. Bleaching cream is being used to improve the hyperpigmentation on the left check.